Event description:
Serious injury involving one person in december, pt experienced left eye irritation. Dr diagnosed corneal ulcer and treated with tobradex. Pt has resumed contact lens wear. Lens model water content. 55% eye involved. Os: refraction: myopia: total duration of use (months) 36+ number days lens worn: one; last visit to practitioner prior to symptoms; 11/25/96; type of lens care system used solocare; homemade saline used ni, number days worn between cleaning and disinfecting: 1; days between cleaning and symptoms: 1; self-treatment by pt: no; hand washing before lens manipulation: yes; ulcer location: 7 o'clock; visual acuity before symptoms: 20/20; visual acuity after symptoms: 20/20; results of culture: none taken; results of corneal biopsy and/or scrapings unk.